Manufacturer narrative:
This event took place on (B)(6) 2020, during installation. There was no patient involvement. It was observed that the spare lamp was out. The device was just unpacked. The device was not inspected. There was no damage or abnormalities observed. It is unknown how many hours were on the main bulb. This was an olympus bulb. The settings were found to be correct.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (about 9 years), the connection to the emergency light was disconnected due to the deterioration of the light source turret, the emergency light itself broke down.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. The device was evaluated and confirmed a bad emergency lamp. In addition, the evaluation found scratches on the top cover, minor chips on the front panel with fading, discoloration on the scope socket and stains at the rear panel, it was found to be equipped with the old type switch. The technician replaced all the above listed parts to meet manufacturers specifications. A complete evaluation was conducted, and all other components were tested and passed to manufacturers specifications. If additional information is provided a supplemental report will be filed.

Event description:
It was reported by the customer an error code on the clv emergency lamp for the visera elite xenon light source. The customer stated the light source was swapped out and the error code was still occurring. Device was returned to olympus for evaluation. No patient contact/impact was reported.